Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported a button is jamming on the trauma recon system. No additional information was provided.

Manufacturer narrative:
Device was used for treatment not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. No conclusion can be drawn as device is entering the investigation process.